Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A patient experienced myocardial trauma. A faradrive steerable sheath clear was selected for use for a clinical pulse field ablation. Shunt left-right on tte was noticed one year post-ablation. Suspected cause transseptal during the procedure. No intervention was done, the patient did not require hospitalization neither medication. The myocardial trauma was not treated. Patient reported as asymptomatic, nothing to report on patient health status.